Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 double head pump. The incident occurred in (B)(6) france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 double head pump gave an intermittent error (rotation detector error value) during procedure. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: the affected roller pump was returned to livanova deutschland for repair activity. The unit was inspected and a run test was performed without detecting any deviations. Preventive maintenance and technical safety inspection checklist was performed successfully; therefore, the unit was put back into regular service. According to the complaints database review no further issues have been submitted for this unit since its installation in 2020, neither a concerning trend has been detected. Rotation and runaway faults can be caused by the following factors: the customer operates the pump in manual mode in the set direction while the pump was switched on; a faulty motor controller board or hall sensor; a faulty computer board. Based on all the above and considering the results of device inspection, it cannot be ruled out that the most likely root cause of the reported case is an electrical failure, as bad/loose connections, a false contact or some oxidized electronics on the board that were restored during the technical inspection of the unit. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro sub-components.